Manufacturer narrative:
Patient weight and date of event are estimated. A patient experiencing high impedance was reported to abbott. The patient¿s extension was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's extension was replaced because it was preventing therapy due to high impedance.